Event description:
Pharmacy technician was compounding a nivolumab 480 mg / 48 ml dose. After priming the tubing, it was noted the hood was wet underneath the tubing and the technician realized that the tubing was leaking at the filter.